Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads are exhibiting noise, changes in morphology, and is suspected to have damaged or be defective. A technical service consultant reviewed device data, and provided recommendations for lead integrity testing, manipulation, movement maneuvers, x-ray imaging. At this time the lv lead remains implanted. No adverse patient effects were reported.